Event description:
Caller states the pt tested 6.1 inr on the coaguchek xs system and 4.0 inr on a comparison lab. No treatment info provided. No adverse event reported. Requested return of suspect system for evaluation.